Event description:
During an ercp to remove cbd stones, the physician used a cook memory eight wire basket. It was reported that when the physician passed the stone and opened the basket the wire was separated. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. The lot number was not provided. Our evaluation of the picture provided confirmed the report. The picture shows the basket and one of the wires on the basket had broken loose from the proximal end of the basket. The distal tip of the basket is not visible in the picture, therefore it is unknown if the loose wire remains attached to the distal tip of the basket. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photo provided confirmed the report of basket wire broken. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all memory eight wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. The photo provided by the customer shows the basket and one of the wires on the basket had broken loose from the proximal end of the basket. The distal tip of the basket is not visible in the picture. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket fully advanced. The basket had 2 broken wires detached at the proximal end of the wire and remaining attached at the distal tip of the basket. The basket was unable to be fully retracted due to the 2 broken wires remaining outside of the sheath. Under magnification of the broken wires evidence was found of embrittlement of the wire material. The fracture points of the basket wires were found to be close to the basket's proximal solder point, but there was no evidence of the wire being damaged by the buff process. No parts of the device appear to be missing. No other anomalies were detected. A lab meeting was held with production on (B)(6) 2022. It was determined that the wire had been embrittled during the soldering process due to heating and reheating of the solder during the manufacturing process. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause of the two broken basket wires was traced to a process issue in the soldering process leading to embrittlement of the basket wires. The points of the breaks were located near the proximal solder joint. The heating and reheating of solder cannot be avoided by the operator in the manufacturing process. Production management and the department team leads were notified of this occurrence. Prior to distribution, all memory eight wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.